Manufacturer narrative:
A review of the manufacturing documentation for the precision montage MRI ipg model sc-1200 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient gluteal ipg had protruded. Patient has been advised to consult her physician. No further information has been reported.

Event description:
A report was received that the patient gluteal ipg had protruded. Patient has been advised to consult her physician. No further information has been reported.